Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of "will not stop beeping" was confirmed and reproduced during service evaluation. The assignable cause was not determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a flo-gard infusion pump with a malfunction of constant beeping. This condition had the potential to interrupt delivery. It is unknown when this condition occurred; however, it was known to have occurred in a nursing home. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.